Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without adverse events. Later, on an unknown date, a type ii endoleak was revealed with aneurysm enlargement, but origin of endoleak and exact amount of enlargement were not reported. Coil-embolization procedure was performed to treat the endoleak. On (B)(6) 2017, the patient admitted to the hospital. An impending rupture of the abdominal aortic aneurysm was suspected due to a type ii endoleak. On (B)(6) 2017, a proximal type I endoleak was also suspected due to a possible dilatation of the proximal aortic neck, which was caused by the type ii endoleak. On the same day, an open abdominal surgery was performed. During the surgery, neither proximal neck dilation nor proximal type I endoleak was revealed. Instead, a small slit-like tear (approximately 5mm in length) was confirmed on a trunk-ipsilateral leg component (pxt261416/05141009), causing a type iii endoleak. A hemostat material was used to exclude the graft tear, but the physician still had a concern about the type iii endoleak so that further reintervention was scheduled to perform in the next day. On (B)(6) 2017, another reintervention was performed whereby an aortic extender component was implanted inside the trunk-ipsilateral leg component to exclude the graft tear. The patient tolerated the procedure.

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without adverse events. Later, on an unknown date, a type ii endoleak was revealed with aneurysm enlargement, but origin of endoleak and exact amount of enlargement were not reported. Coil-embolization procedure was performed to treat the endoleak. On (B)(6) 2017, the patient admitted to the hospital. An impending rupture of the abdominal aortic aneurysm was suspected due to a type ii endoleak. On (B)(6) 2017, a proximal type I endoleak was also suspected due to a possible dilatation of the proximal aortic neck, which was caused by the type ii endoleak. On the same day, an open abdominal surgery was performed. During the surgery, neither proximal neck dilation nor proximal type I endoleak was revealed. Instead, a small slit-like tear (approximately 5mm in length) was confirmed on a trunk-ipsilateral leg component (pxt261416/05141009), causing a type iii endoleak. Reportedly, severe thrombus or calcification was not found around the implant site of the trunk-ipsilateral leg component. A hemostat material was used to exclude the graft tear, but the physician still had a concern about the type iii endoleak so that further reintervention was scheduled to perform in the next day. On (B)(6) 2017, another reintervention was performed whereby an aortic extender component was implanted inside the trunk-ipsilateral leg component to exclude the graft tear. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak, aneurysm enlargement and graft material puncture of endoprosthesis.(B)(4).

Event description:
On (B)(6) 2007, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure without adverse events. On (B)(6) 2017, the patient admitted to the hospital. An impending rupture of the abdominal aortic aneurysm was suspected due to a type ii endoleak. On (B)(6) 2017, a proximal type I endoleak was also suspected due to a possible dilatation of the proximal aortic neck, which was caused by the type ii endoleak. On the same day, an open abdominal surgery was performed. During the surgery, neither proximal neck dilation nor proximal type I endoleak was revealed. Instead, a small slit-like tear (approximately 5mm in length) was confirmed on a trunk-ipsilateral leg component (pxt261416/05141009), causing a type iii endoleak. A hemostat material was used to exclude the graft tear, but the physician still had a concern about the type iii endoleak so that further reintervention was scheduled to perform in the next day. On (B)(6) 2017, another reintervention was performed whereby an aortic extender component was implanted inside the trunk-ipsilateral leg component to exclude the graft tear. The patient tolerated the procedure.